Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope when laughing heavily. It was further reported the patient experienced discomfort. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged. The rv lead exhibited loss of capture and long pauses. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope when laughing heavily. It was also reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged. The rv lead exhibited loss of capture and long pauses. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.